Event description:
It was reported that there was no cardioplegia flow on the tcm during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service representative could not reproduce the reported issue. The system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.